Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - premature ventricular contraction. Final analysis found that the steroid plug was not in a proper position.

Event description:
It was reported that the patient experienced premature ventricular contractions and ordered a chest x-ray. The x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced.